Manufacturer narrative:
(B)(4).

Event description:
The customer reported that they received erroneous results for a total of four patient samples tested for human chorionic gonadotropin, stat (short turn around time) - hcg stat. The first sample initially resulted as 57.21 miu/ml and this value was reported outside of the laboratory. The physician questioned the result since the patient was on birth control. The sample was repeated and resulted as 0.5 miu/ml accompanied by a data flag. The repeat result was believed to be correct. The second sample, from a female, initially resulted as 58.95 miu/ml and this value was reported outside of the laboratory. The sample was repeated and resulted as 0.5 miu/ml accompanied by a data flag. The repeat result was believed to be correct. The third sample, from a female, initially resulted as 50.00 miu/ml and this value was reported outside of the laboratory. The sample was repeated and resulted as 0.5 miu/ml accompanied by a data flag. The repeat result was believed to be correct. The fourth sample, from a female, initially resulted as 11.06 miu/ml on (B)(6) 2015 and this value was reported outside of the laboratory. The sample was repeated and resulted as 0.5 miu/ml accompanied by a data flag. The repeat result was believed to be correct. The patients were not adversely affected. The hcg stat reagent lot number was 17927700, with an expiration date of 11/30/2015. The field service representative could not determine a cause. He checked and adjusted the high voltage of the analyzer. Operational and mechanical checks passed. A specific root cause could not be determined based on the provided information. Additional information required for investigation was requested, but not provided. No instrument issue is evident. A possible root cause of the issue is the pre-analytic handling of the sample since clotting time of the sample was too short, there were no inversions of the sample tube, and the centrifugation speed exceeded the tube manufacturer recommendations.